Event description:
It was reported that during a device change out procedure, the left ventricular [lv] lead had high impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.